Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported faulty valve in the primary tubing because the set has been discarded and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported: "we found that there was a faulty valve in the primary tubing. When the antibiotic was open and unclamped the primary bag was dripping, even with the pump off. When the clamp was closed it stopped. Therefore faulty valve." There was no report of pt harm or medical intervention. The customer stated that no additional event or pt information is available.